Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient did well. There is no indication or evidence of premature failure of the surgical valve. No other details were provided.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of approximately 16 years, 7 months due to valve degeneration leading to severe aortic stenosis. The patient presented with worsening dyspnea with exertion and edema. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient did well. There is no indication or evidence of premature failure of the surgical valve.